Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, hd4300 4mm, 30 degree hd quicklatch autoclavable eyecup scope was pre-operatively tested on approximately (B)(6) 2022 for an unknown procedure and found to have black spots. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. Further assessment found ¿scope was one that came to me from the upstairs repair bin. The only other information I have about this scope is the damage on the lense and that is generally used in arthroscope procedures.¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, hd4300 4mm, 30 degree hd quicklatch autoclavable eyecup scope was pre-operatively tested on approximately 11mar22 for an unknown procedure and found to have black spots. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. Further assessment found ¿scope was one that came to me from the upstairs repair bin. The only other information I have about this scope is the damage on the lense and that is generally used in arthroscope procedures.¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: correction: d3 the manufacturer name & address was updated to reflect the correct location. Reported event is inconclusive. An evaluation of the returned device from the vendor found that damage was due to customer handling. The service history was reviewed and no data was found. The device is not manufactured by conmed. A risk analysis cannot be conducted for this device since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised the following: before every procedure, carefully inspect the device to ensure it has been properly maintained, is cleaned and sterilized, and is fully functional. Do not use this device if an inspection reveals damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event is inconclusive. An evaluation of the returned device from the vendor found that damage was due to customer handling. The service history was reviewed and no data was found. The device is not manufactured by conmed. A risk analysis cannot be conducted for this device since conmed does not own the risk documents for this device. Per the instructions for use, the user is advised the following: before every procedure, carefully inspect the device to ensure it has been properly maintained, is cleaned and sterilized, and is fully functional. Do not use this device if an inspection reveals damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, hd4300 4mm, 30 degree hd quicklatch autoclavable eyecup scope was pre-operatively tested on approximately 11mar22 for an unknown procedure and found to have black spots. There was no injury to the patient or user reported. There was also no report of medical intervention or hospitalization for this event. Further assessment found ¿scope was one that came to me from the upstairs repair bin. The only other information I have about this scope is the damage on the lense and that is generally used in arthroscope procedures.¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.